Event description:
Patient underwent an ascending aorta replacement procedure in 2006. During surgery, blood leaking was evidenced from the base of the branch of the graft. Hemostasis was obtained by compression of the bleeding site with gauze dressing. No hemostatic agent was used. It was also reported the hemostasis resulted in the prolongation of the procedure and of the pt oxygenation. Graft remained however implanted.

Manufacturer narrative:
Note: all info contained in this report was provided by the MFR. No facility number has been assigned to this report. No device evaluation was performed since the graft remained implanted in pt. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records or in the sewing records; no product was rejected after sewing inspection or for collagen coating defects. Two products coated the same day than the complaint device underwent water permeability testing. For these two products, tests results indicated values well within product specifications. No leakage was observed at the sewn seams. No conclusion can be drawn. However, it was reported that physician suspected bleeding to be attributed to a potential failure in suturing during surgery.